Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment. The operator was unable to perform rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased and iron was administered. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator did not follow the correct steps for performing rinseback, forgetting to open the saline line. The user's guide includes adequate instructions for performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been reviewed rinseback procedures with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.